Event description:
Customer reported the system displayed an x-ray overtime error, low ma error, and then would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber assembly and the x-ray tube. No patient injury was reported.